Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "there are 13 vials flagged as false positive. Customer had taken out the vials and subculture then and no microorganism seen on it. The false positive might have been related to the temp issue on this drawer. What confirmatory testing was performed that determined the false positive result? The 13 samples in question were gram stained and the false positive testing result/s were confirmed. Were any erroneous results reported to the doctors? N. If yes, were any patients treated based on erroneous results? N. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N."

Manufacturer narrative:
H.6 investigation summary: a complaint of "drawer c loud humming noise" was received against instrument bottom bactec fx, material no: 441386, serial no: (B)(6). Field service engineer was dispatched and blower wheel was replaced to resolve the issue. The complaint is confirmed and root cause is related to "worn blower coupling". Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 6/27/2019. Samples in the form of log files were reviewed. Service history review revealed no previous complaints for this issue. Corrective action and preventative action (CAPA) was initiated to investigate the root cause of these failures and implement corrective actions. No new risks, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "there are 13 vials flagged as false positive. Customer had taken out the vials and subculture then and no microorganism seen on it. The false positive might have been related to the temp issue on this drawer. What confirmatory testing was performed that determined the false positive result? The 13 samples in question were gram stained and the false positive testing result/s were confirmed. Were any erroneous results reported to the doctors? N. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No."